Manufacturer narrative:
Physio-control further evaluated the removed defibrillation therapy cable assembly. It was confirmed that he cable was not functional. Extensive physical damage was observed at the connector of the cable. An x-ray of the cable was also taken and revealed that both wires inside the cable were electrically open. It was determined that the physical damage to the wires had caused them to break. In addition, the manufacturing date of the cable was april 2013, which is beyond its recommended useful life. The device operating instructions warning states "possible equipment damage and inability to deliver therapy inspect and test the therapy cable daily according to the operator's checklist in the back of this manual. Physio-control recommends replacement of therapy cables every three years to reduce the possibility of failure during patient use." Therefore the root cause of the reported issue was use error, which resulted in a damage defibrillation therapy cable assembly.

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead and displayed dashed lines. The customer advised that two sets of defibrillation electrodes were used, however the problem was not resolved. The crew also attached the 4 wire limb leads to the patient, however they only observed dashed lines. Without this functionality the need for defibrillation therapy could not be determined. The patient a 56 year old male was transported to the hospital and was pronounced deceased there.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the defibrillation therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio performed a clinical review of the reported patient event and the electronic records from the customer¿s device, and concluded that the device usage may have contributed to the patient outcome. The following was observed: "a review of the code-stat data confirms that ECG was intermittently available during care. At 10:55:21 the patient was in a shockable rhythm and defibrillation was successfully administered. After defibrillation the ECG was unobtainable and the user unable to provide defibrillation for 8 minutes and 51 seconds until the leads were removed."

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead and displayed dashed lines. The customer advised that two sets of defibrillation electrodes were used, however the problem was not resolved. The crew also attached the 4 wire limb leads to the patient, however they only observed dashed lines. Without this functionality the need for defibrillation therapy could not be determined. The patient a (B)(6) male was transported to the hospital and was pronounced deceased there.